Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Visual evaluation of the photo samples noted one opened (partially inside original packaging), clean cath universal catheter. Visual inspection of the sample pictures noted that the catheter appeared to be oriented in the direction opposite of layout drawing. However, because the product was opened, it cannot be determined whether the catheter was packaged incorrectly or not. A potential root cause for the reported failure could be, "incorrect operation..¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use: do not resterilize, do not use if package is damaged, caution, consult accompanying documents."

Event description:
It was reported that the customer received the catheter upside down in the sleeve/package. The customer stated he had a uti from using the product. The customer also stated the packaging seen on the supplier website displayed the tip facing in the correct direction. Per follow up phone call with customer on (B)(6) 2019, they received bactrim ds medication to treat the uti. The customer was to send the unused sample back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the customer received the catheter upside down in the sleeve/package. The customer stated he had a uti from using the product. The customer also stated the packaging seen on the supplier website displayed the tip facing in the correct direction. Per follow up phone call with customer on (B)(6) 2019, they received bactrim ds medication to treat the uti. The customer was to send the unused sample back.